Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s final investigation. The review of the device history record did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the failure to be improper handling and application of excessive force. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was also noted that the outer cylinder was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported that the lens of the telescope was damaged. There were no reports of patient harm associated with the event.